Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, before wound treatment, the packaging of allevyn gentle border heel int 5 pack was noticed to be broken. Treatment was performed, with a back-up device. No patient complications were reported.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation; however, the provided image was reviewed and revealed that the pouch is broken. A review of the production order did not reveal a manufacturing abnormality that could cause or contributed to the reported incident. A review of complaint history based on the historical data revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode/adverse event was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior escalated actions related to this part number and failure mode. Factors that could contribute to the reported event include damage during shipping or mishandling. No manufacturing, packaging, labelling, design, concerns nor adverse trend have been observed; therefore, no corrective actions are deemed necessary.